Event description:
It was reported that approximately 94 months after a left total shoulder replacement procedure, the patient underwent a revision procedure to address pain, loss of function and osteolysis. The loss of function was not a gradual loss of function, but more of an ¿all of sudden¿ event per the report. Upon extracting hardware, the humeral head, replicator plate, and stem were all extracted without much difficulty. Moving to the glenoid side, the glenoid came out quite easily with all 3 peripheral pegs attached but the cage was not attached as it had snapped from the poly. The threaded cage extraction instrument was threaded into the cage and a slap hammer was used to remove it. All parts and pieces were removed. The cage had broken off in the glenoid but was removed in its entirety. There were some clear signs of osteolysis as the glenoid had become quite medialized. The surgeon extracted all hardware and converted to a competitor¿s devices per his plan. The patient left the operating room in stable condition. No further issues or complications were reported. X-rays were provided. The device is not available for return as the hospital kept them. Device images were provided. No additional information is available.

Manufacturer narrative:
D10: concomitant devices (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s. (B)(6), 300-20-02 - equinox square torque define screw drive kit. (B)(6), 310-01-44 - equinoxe, humeral head short, 44mm (alpha).

Manufacturer narrative:
Correction: please disregard this report as it was reported in error. Event was previously reported under report #1038671-2024-02362.